Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing was noted. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly. The pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call indicating button error and moisture damage on the insulin pump. The customer's blood glucose was 59 mg/dl. The customer stated that she had bike pants on and the pump was pressed against her skin while planting. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.